Event description:
It was reported this balloon ruptured at 6 atmospheres during deployment of another MFR's stent in the subclavian artery. The balloon was caught in the partially deployed stent and resistance was encountered upon removal. The balloon and stent were withdrawn to the junction of the common femoral and external iliac arteries. The pt was transferred to surgery where an incision was made in the iliac artery and the catheter was cut to facilitate removal of the balloon and stent. The catheter shaft and introducer sheath were subsequently removed through the femoral entry site. Repair of the entry site followed. The pt was transferred to another facility where another stent was successfully placed and the pt has been discharged. The user facility will not release this device for eval. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. Therefore, co believes the above factors may have contributed to this event. However, without evaluating the device, co cannot determine the exact cause for this event. Co's directions for use state: "ultra-thin balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... Any use for procedures other than those indicted in these instructions is not recommended... If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."